Event description:
Reportedly, during testing, when the fio2 value was set to 21%, the display showed a value of 19%. Calibration of the sensor could not solve this issue. Upon replacing the sensor, this issue was resolved. There was no pt involvement reported.